Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to approximately 400 mg/dl while wearing the pod between 25 and 36 hours. Upon removal from the infusion site on the hip/buttocks, the pod¿s cannula was found bent. The patient also reported that the adhesive (plaster) had folded over at the point of application, causing the cannula to pierce through the folded adhesive and bend as a result. As treatment, a new pod was placed successfully.